Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - vista nova, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant. During procedure after valve deployment, complete heart block occurred. A decision was made to place a temporary pacemaker. The final implant depth from the non-coronary cusp (ncc) to the ventricular end of the frame (mm) was 6.11mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve frame was aligned at the base of the ncc. A post-implant balloon valvuloplasty was performed due to moderate paravalvular leak (pvl). Final pvl was reduced to none. The patient subsequently received a permanent pacemaker implant on (B)(6) 2026. The patient status was reported discharged.